Event description:
The customer reported that the companion 2 driver exhibited an alarm while supporting a patient at (B)(6). The patient was switched to the backup driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.